Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) and customer had diabetes ketoacidosis twice. The customer's blood glucose was 390 mg/dl. The customer reported that tubing was kinked and it triggered insulin flow blocked alarms multiple times. The customer's mother declined troubleshooting for information on hospitalization and insulin flow blocked alarm. The insulin pump will not be returned for analysis.